Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-33, lot# v536768, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-33, lot# v541818, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she felt like her lead on her forehead had fallen onto her nose. The patient stated her leads were located on her forehead and her face was currently swollen and it hurt. The patient tried making adjustments to her stimulation but could no longer feel it in front of her head. The patient noted she had botox the week before. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.